Event description:
Rash all over my chest every time I go in sunlight. Menstrual bleeding 20-23 days a month, migraines, muscle cramps, anxiety, depression, ibs, severe stabbing pain in side, back pain, joint pain. Dr says I need hysterectomy. (B)(4).